Event description:
Abbvie received a literature article on "evaluating real-world use and adverse events from 3262 patients treated with 18,203 5 cycles of cryolipolysis for localized fat reduction: a multi-location practice 6 retrospective chart review¿ by daniel p. Driedmann and others in the aesthetic surgery journal (published on 20/january/2025). The literature article documented the events of multiple patients and various events. However, two patients were noted to have developed paradoxical hyperplasia (ph). (This complaint for patient 1 of 2). The literature article documented that a patient treated with the coolsculpting system to the flanks and lateral chest, and lateral infrascapular areas. The patient may have developed paradoxical hyperplasia (ph). Surgical intervention: tumescent liposuction was performed, but the areas regained nearly 75% of their abnormal size within 5 months. A second session of tumescent liposuction was performed, with no recurrence noted at 3-month follow-up.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The device use in the chest area is considered to be code a2304 - off label use. Treatment of the chest area represents off-label use in the united states of america. Literature article / citation: " evaluating real-world use and adverse events from 3262 patients treated with 18,203 5 cycles of cryolipolysis for localized fat reduction: a multi-location practice 6 retrospective chart review¿. Daniel p friedmann and others in aesthetic surgery journal, aesthetic surgery journal, sjaf007, https://doi.org/10.1093/asj/sjaf007. Daniel p friedmann and others in aesthetic surgery journal aesthetic surgery journal, sjaf007, https://doi.org/10.1093/asj/sjaf007. Published: 20 january 2025 was reviewed for reportability.